Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds since shortly after implant necessitating a high programmed output. The ra lead was repositioned resulting in acceptable thresholds and remains in use. It was further reported that the device had unexpected battery drain. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.